Event description:
It was reported that the patient presented in clinic for a follow up. Interrogation showed the right atrial (ra) lead was experiencing noise. The ra lead was capped and replaced with alternate ra lead on 06 june 2022. The patient was stable.

Event description:
New information received notes that the patient was experiencing discomfort due to extra-cardiac stimulation from the right atrial (ra) lead.